Event description:
It was reported that the patient had generator and lead replacement surgery. Surgery occurred on (B)(6) 2014. Product return is expected, but the products have not been received by the manufacturer to date.

Event description:
It was reported that high lead impedance was observed. The patient¿s device was subsequently programmed off. There was no obvious cause of the high impedance noted. Clinic notes dated (B)(6) 2014 reported that the patient would be sent for x-rays. A/p and lateral x-ray images of the neck and chest were received by the manufacturer for review. No gross fractures or discontinuities were visualized in the portion of the lead that could be visualized. The presence of a micro-fracture in the lead also cannot be ruled out. The cause of the high impedance was not observed upon review of the x-rays. Surgical intervention has not occurred to date.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.